Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device is returning for evaluation but has not yet arrived. Once received and the investigation is completed a follow up report will be submitted.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. The evaluation as mentioned in the service manual failed. The evaluation of the batteries and valves are in good condition. Cabinet and other parts are in good condition